Event description:
The customer reported the generation of erroneous high ion selective electrode (ise) patient results including sodium (na), potassium (k), and chloride (cl) on their dxc 700 au clinical chemistry analyzer. The customer repeated the three (3) patient samples and obtained lower results. There was no report of change to treatment, injury, or death associated with this event. The customer provided the results for three (3) patients. The customer did not provide patients' demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and found bubbles in the buffer line. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier (B)(4).